Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly, resulting in the pump shutting off. The customer¿s blood glucose (bg) level was "high"; specific value not provided. Customer administered a manual injection to address bg. The customer continued to use the pump for insulin therapy. Additionally, it was reported that the insulin gauge was inaccurate. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information could be obtained.